Event description:
The customer reported being unable to cardiovert a pt. Another device was used to successfully cardiovert. No adverse pt impact was reported. The device was evaluated by the hospital biomedical engineer with no trouble found.

Manufacturer narrative:
The customer reported being unable to cardiovert a pt. Another device was used to successfully cardiovert. No adverse pt impact was reported. The device was evaluated by the hospital biomedical engineer with no trouble found. On 02/27/08 philips evaluated the device, and there is no info that supports a malfunction occurred. The customer did not provide the event stirps. The customer has not called back regarding this issue with this device. We are considering this a user error and not a malfunction of the device.